Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized for a gastroenterology consultation. During the consultation, a buried bumper was discovered. The peg-j tubing was removed but not replaced to allow for healing of the site. The patient was treated with cefort antibiotic and controloc. On an unknown date, the patient had a subsequent gastroenterology consultation, and it was discovered that the gastric mucosa had healed. A new peg-j tubing system was placed and duodopa restarted.